Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. Post procedure, it was noted that the implantable cardiac monitor exhibited episodes of noise and marker anomaly. Programming changes were made and the patient was in stable condition throughout the procedure.